Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt says they haven't used stimulation in 2-3 years and stated they found a year or two ago they found their programming "got messed up and the manufacturer representative (rep) wouldn't listen to me and seemed in a hurry and the programming wasn't what I wanted it to be" and says they don't remember reps name. Pt says ins shifted in their body which makes it hard to charge and has to sit in uncomfortable positions and takes forever to charge. Pt says they had talked to a doctor about this but nothing ever happened. Pt needs to get stimulator charging so they can get an MRI but lost ac power cord. Emailed repair to send ac power cord.